Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display widow, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed no delivery and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 382 mg/dl, which the customer treated with a manual injection. The caller stated that the insulin pump did not detect the sensor and that it kept pushing insulin out after an infusion set change. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.